Event description:
The customer contact reported device breakage; subsequently bleed-back was noted. The plumset was connected to the distal clave y-site of a primary piggyback tubing set and was being used to deliver pitocin. The primary piggyback tubing set was being used to deliver lactated ringer's and was connected to an unspecified extension tubing set. After an unspecified length of time in use, it was reported that after the nurse disconnected the male adapter of the plumset from the distal clave y-site of the primary piggyback tubing set, bleedback into the extension tubing set was noted. At this time, it was noted that a piece of the plumset's male adapter had broken off and remained in the clave y-site of the primary piggyback tubing set. The lactated ringer's solution container and the primary piggyback tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.